Manufacturer narrative:
Sc-1232, sn: (B)(6). The returned with ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients scs system does not work and patient feels the sensation even if the system was off. The patient underwent an explant procedure were all scs system was removed. The explanted device was sent to pathology. Additional information was received that the patient was experiencing new nerve pain. Additional information received that the patient was experiencing headaches, burning sensation, overstimulation of the ipg, tingling, soreness at the implant site. It was also reported that the leads had migrated.

Event description:
It was reported that the patients scs system does not work and patient feels the sensation even if the system was off. The patient underwent an explant procedure were all scs system was removed. The explanted device was sent to pathology. Additional information was received that the patient was experiencing new nerve pain. Additional information received that the patient was experiencing headaches, burning sensation, overstimulation of the ipg, tingling, soreness at the implant site. It was also reported that the leads had migrated.

Manufacturer narrative:
Correction to the initial MDR in block h10. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075371/7075438.

Event description:
It was reported that the patients scs system does not work and patient feels the sensation even if the system was off. The patient underwent an explant procedure were all scs system was removed. The explanted device was sent to pathology. Additional information was received that the patient was experiencing new nerve pain.

Event description:
It was reported that the patients scs system does not work and patient feels the sensation even if the system was off. The patient underwent an explant procedure were all scs system was removed. The explanted device was sent to pathology.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.